Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine. If any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device. The patient experienced symptoms of pain, purulent discharge and redness at the infusion site. In addition the patients blood glucose level was over 250 mg/dl. The patient removed the pod from the infusion site 2 days prior to seeking medical attention and applied a new pod. Once at the hospital emergency room the patient was diagnosed with an abscess at the infusion site. The patients infection site was lanced and drained. The patient was given an antibiotic prescription of clindamycin (300 mg x 3) to be taken for 7 days. The patient was released from the hospital after an hour. The patient follows up with their primary care physician every few weeks after the event.